Event description:
It was reported that a patient experienced air in the patient line of unspecified quantity of homechoice cassette. This occurred during an unspecified process step for automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the supply line. Renal therapy services (rts) reviewed the set-up steps with the hp. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The hp would start over using a new cassette. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The actual device was not available; however, twenty-two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples underwent functional testing, including self-test, priming and under water pressure testing, and the devices performed according to product specifications. The reported condition was not verified in any of the devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.